Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to respiratory failure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was brought to the emergency department due to concern for respiratory distress on (B)(6) 2022. The patient was admitted and required intubation on (B)(6) 2022 due to change in mental status and anisocoria. A stroke was ruled out. The patient had acute on chronic hypercarbic respiratory failure on bilevel positive airway pressure (bipap) and aspiration pneumonia. The patient was intubated, put on intravenous antibiotics, pressors, and inotropes. The patient's condition improved which allowed for extubation. However, on (B)(6) 2022 the patient began to deteriorate again with worsening mental status and hypercarbia. The family did not was to reintubate and the code status was changed to do not resuscitate/do not intubate (dnr/dni). The patient's condition continued to get worse on (B)(6) 2022 and the patient was transitioned to hospice where they expired on (B)(6) 2022.